Manufacturer narrative:
Additional event details: a medtronic representative at the site reported that the patient scan was taken on (B)(6) 2014, but was not the problem. The system was accurate for (B)(6) of case then became inaccurate which is when the emitter was found not to be registered in the system tracking details. The patient scan was deleted from the system. The emitter was returned to the manufacturer for analysis. The emitter was connected to a test system with the ear, nose & throat (ent) application for a 72 hour burn-in period. The registration probe was passed verification. The entire phantom head volume was able to track with all tabs in green status. Navigation accuracy was confirmed by picking several prominent landmarks both on the surface and inside the phantom head model. Flexing the cable did not indicate any intermittent opens. The unit passed the pegboard test for accuracy. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software investigation was unable to determine probable cause without further information as the returned device was found to be fully functional. A medtronic representative reported that the emitter was replaced and used successfully with no issues in a subsequent surgery.

Manufacturer narrative:
Patient information was unavailable from the site. RMA issued. Replacement emitter shipped to site (B)(4) 2014. (B)(4) 2014 a medtronic representative, following-up at the site, reported the emitter was replaced and the navigation system is fully functional. No further issues have been reported. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess), a surgeon alleged a 2-4mm inaccuracy, occurring at the end of the procedure. The inaccuracy was noted with all instruments in both anterior/posterior anatomy. Tracer registration was used to register the patient. The status of the emitter within tracking details was disconnected, however, the emitter appeared to be functioning properly. Trouble-shooting did not change the tracking detail issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.